Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 8mm that scale markings were missing on 10 syringes. The following information was provided by the initial reporter: stated a long time ago, he had one package of 10 that was missing scale markings and pharmacy replaced that.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Medical device expiration date: unknown. Device manufacture date: unknown.